Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced loss of continuous glucose data after changing to a new dexcom g6 transmitter and attempting to use it with the ilet, due to failure to complete the required pairing process and an incorrect or mismatched pairing attempt, which led to dosing suspension until a fingerstick value was entered. Symptoms included hyperglycemia with a reported maximum of 299 mg/dl lasting about an hour, without alerts or alarms and without acute clinical symptoms. Outcomes included temporary interruption of automated insulin dosing and need for manual fingerstick input, without medical intervention, hospitalization, or assistance. Investigation included troubleshooting and user education on correct transmitter and sensor pairing steps. Investigation of this case revealed user setup error related to pairing the g6 transmitter and sensor, resulting in communication failure between the cgm and the ilet and no alerts due to the system not being fully paired. It was concluded, based on previously established findings for similar reports, that the cause was user-related pairing error.